Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose was unknown at the time of the incident. The customer states when he opened the battery compartment he noticed water in the compartment. Customer was assisted with trouble shooting. The customer said the display did not return after cleaning and changing battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump powered up properly after battery installation. No blank display noted. Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test however failed sleep current measurement test due to excessive current draw on the pcb due to moisture damage. Moisture damage was found on the electronic assembly during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.